Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') and tooth extraction ('21 teeth removed due to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent tooth extraction (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criterion medically significant) and vomiting ("throwing up"). The patient was treated with codeine phosphate;paracetamol (mydol), ibuprofen (motrin), naproxen, water and used heating pad. The reporter provided no causality assessment for abdominal pain, tooth extraction and vomiting with essure. The reporter commented: the patient was scheduled to have her hysto on (B)(6) 2014 but her insurance was taken away on the 1st due to errors. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.